Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient was treated on a segment c8m10 of the esophagus. On the follow up visit, the surgeon observed a stricture that had to be dilated. The patient had an rfa (radio frequency ablation) procedure. A dilation of stricture was done as a medical intervention. No hospitalization and no repeat procedure was needed. There was no user harm.